Manufacturer narrative:
Customer believes the original testing performed in 2009 is the correct rh typing. Ocd performed retained testing and a batch record review for this lot. Satisfactory results were observed.

Event description:
Customer reported that a patient previously tested in 2009(immediate spin 4+), returned on (B)(6) 2010. Patient is now testing negative through weak d phase t (B)(4). All reagents had a normal appearance. All reagents had been stored appropriately. Daily qc was performed and was found to be acceptable.